Manufacturer narrative:
Initial corrective actions/preventive actions implemented by the manufacturer: customer service advisory notification (csan) xp017/24/s began distribution to affected customers on (B)(6)2024. Siemens initiated recall res# (B)(4), which was submitted to the FDA on (B)(6)2024 for potential problems with the support arm of select system ceiling displays or wall displays. Manufacturers preliminary analysis: the root cause for the issue has not yet been determined. The investigation is ongoing. The root cause will be communicated via res# (B)(4). Corrective and or preventative actions via resolution updates xp018/24/s and xp019/24/s. This system was addressed by xp018/24/s on (B)(6)2024. Siemens will not submit a supplemental report because the issue, and the complaint system status, will be addressed in res# (B)(4) reports to the FDA.

Event description:
Siemens healthineers was notified of an issue with the luminos agile max system related to siemens recall xp018/24/s, res #(B)(4). It was discovered that at the fixation of the monitor ceiling suspension the cylinder screw was missing. The issue was resolved on site by the service engineer replacing and correctly installing the securing segment and the fixation screws according to resolution update xp018/24/s. The monitor support arm remained attached to the ceiling and no injury occurred due to this issue. It is assumed that in a worst-case scenario, if the support arm had been used further without noticing the issue, a serious injury could be sustained from falling equipment.